Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Received 1 used set of 4 arcticgel pads with the original unit packaging. Upon visual inspection it was noted that the left chest pad had a cut in the peripheral seal. No obvious defects were noted on the other pads. A functional evaluation was performed via a flowrate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes: left thigh pad: a total of 2.43 l/min m2 flow rate was registered during the test; right thigh pad: a total of 0.73 l/min m2 flow rate was registered, during the test. The pad was noted to be crushed; left chest pad: zero flowrate was registered due to a cut noted on the pad; right chest pad: a total of 0.73 l/min m2 flow rate was registered. The pad was noted to be crushed; according to the test method the flow rate was out of specification for the right thigh and chest pad. The left chest pad had zero flow rate due to a cut in the pad. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were changed after receiving a low flow/air leak alert.